Event description:
The customer reported via phone call that she was changing the infusion set and reservoir and the insulin pump kept alarming motor error. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 93 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.